Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e1624 (neck stiffness).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the estimated glucose value (egv) was 67 mgdl and the patient was asymptomatic. The patient went to get the bg meter and treatment for the low egv. At that time, the patient passed out and the patient's wife provided carbohydrates. An unspecified time after treatment, the bg was 78 mgdl and the egv was not documented. There was no documentation of further medical evaluation or intervention for hypoglycemia with syncope. The patient reported slight stiff neck for two days. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.